Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged backup battery cover screw was confirmed during evaluation of the returned heartmate 3 system controller. The returned controller, serial number (B)(6), was visually inspected and revealed the screw head of one of the screws used to secure the backup battery cover had broken off. Despite the observed damage, the remaining screws were able to secure the backup battery cover to the controller. The controller passed functional testing and successfully operated in a mock circulatory loop for an extended period without any issues or atypical alarms. The provided information indicated the screw was damaged when installing the backup battery. A root cause for the damaged backup battery cover screw was not conclusively determined through this analysis. A manufacturing analysis task has been initiated to further investigate this issue. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 2 of the IFU, entitled ¿system operations¿, provides instruction on how to replace the backup battery. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when placing emergency backup battery (ebb) into backup system controller, top of screw broke off. The controller was replaced.